Manufacturer narrative:
Reporter is a synthes employee. Part: 312.140; lot: 8954550. Manufacturing site: bettlach. Release to warehouse date: june 06. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the double drill guide 1.5/1.1 f/311.150 was received with a partially broken off 1.1 drill sleeve. The remaining device is intact and undamaged. During receipt of the complaint, the drill sleeve was reported as bent. The photo taken on july 25, 2019 also shows a double drill guide with a bent 1.1mm drill sleeve. It is unknown when and why after the complaint entrance the 1.1mm drill sleeve broke off. The broken off portion is available; the tooth tip is compressed. Dimensional inspection: because of the damage and wear, the relevant dimensions cannot be checked to print specifications anymore. The outside diameter of the 1.1mm drill sleeve was checked with caliper and found to meet the specifications. Document / specification review: double drill guide 1.5/1.1. Component drawing: drill guide 1.1/1.5. Investigation conclusion: the 1.1mm drill sleeve of the reported double drill guide 1.5/1.1 f/311.150 was received broken in half even if it was reported and photo documented to be bent. It is unknown when and why, after the complaint entrance, the 1.1mm drill sleeve broke off. The investigation proves evidence that the five (5) year old instrument's delicate 1.1mm drill sleeve was bent because of mechanical overloading and later was broken off because of unknown circumstances. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that before surgery on july 19, 2019, the hospital staff found that the tip of the double drill guide was bent. It was not used in any surgery and there was no adverse consequence to the patient. This report is for a 1.5mm/1.1mm double drill sleeve. This is report 1 of 1 for (B)(4).